Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent an implant procedure. During the procedure, it was noted that the right atrial lead exhibited noise which could be reproducible. It was also noted that the lead had insulation breach and the physician repaired the lead, remaining implanted. The patient was stable throughout the whole procedure.